Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 30mm in length, concentric and de novo target lesion was located in the non tortuous and 3.50mm in diameter left circumflex artery. A 6f vl unspecified guide catheter was placed. After a 0.014 kinetix guide wire crossed the target lesion, a 2.0mm semi-compliant unspecified balloon catheter was advanced for predilation of the lesion. Percent stenosis of the lesion immediately after predilation was 70-75%. Then the 12mm x 3.25mm nc quantum apex¿ balloon catheter was selected. However the shaft of the catheter broke during insertion and positioning of the device to the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were noted and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum balloon catheter with the original pouch. The batch number on the packaging and device matched the batch number for this complaint. The device was returned in 2 pieces. There was blood and contrast in the inflation lumen and in the balloon. Multiple hypotube kinks were noted and the hypotube was broken 35cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Examination under magnification revealed that the shaft was torn at the exit notch, consistent with damage due to guidewire interaction. Tip damage was also noted. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The (B)(4) stenosed, 30mm in length, concentric and de novo target lesion was located in the non tortuous and 3.50mm in diameter left circumflex artery. A 6f vl unspecified guide catheter was placed. After a 0.014 kinetix guide wire crossed the target lesion, a 2.0mm semi-compliant unspecified balloon catheter was advanced for predilation of the lesion. Percent stenosis of the lesion immediately after predilation was (B)(4). Then the 12mm x 3.25mm nc quantum apex&#10272;balloon catheter was selected. However the shaft of the catheter broke during insertion and positioning of the device to the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were noted and patient's status is stable.

Manufacturer narrative:
(B)(4).